Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (arm) while wearing the device for longer than 48 hours. Upon removal of the pod from the infusion site the patient experienced purulent discharge, swelling and pain. In addition the patient reports their blood glucose levels have been over 400 mg/dl. The patient went to urgent care and was prescribed doxycycline (100 m/g) to be taken 2 times daily for 4 days until the patient was able to see their primary care provider (pcp). The patient was at urgent care for 30 minutes. Two days after leaving urgent care the patient reports the same pod infusion site had ruptured and there was purulent discharge coming out of the site. The patient had gone to their pcp. The patients pcp extended the doxycycline (100 m/g) the patient was previously prescribed at urgent care for another 10 days. The patient was also prescribed a topical antibiotic. The patient was at their pcp for 30 minutes.